Event description:
It was reported that a leak occurred. The target lesion details and type of treatment are unknown. While utilizing a floswitch, a leak was noted which was causing air into the system. No patient complications were reported.

Manufacturer narrative:
(B)(4).